Event description:
The physician used two guidewires with same catalog and lot numbers and experienced the same malfunction with both products. The info states that guidewires would unravel or unwind in the pt during the procedure. The physician was able to retrieve both guidewire, in their entirety, without injury to the pt.